Event description:
It was reported that the customer received a power source alert while using the tandem-provided usb cable resulting in the pump shutting down. Subsequently, the customer was admitted to the intensive care unit (ICU) with a blood glucose (bg) level of 684 mg/dl. Customer was treated with intravenous fluids of saline and insulin to address the elevated bg. At the time of call with customer technical support the customer had not yet been discharged however, the issue was resolved with no permanent damage. During troubleshooting with tandem technical support, the customer was able to successfully charge the pump using an alternate usb cable.